Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the high impedance reading was believed to be caused by end of service (eos) on the battery. They reported that the end of service life of the battery was reached. They stated that the physician and the patient made the decision to replace the full system for MRI capability purposes. They patient was scheduled for a full replacement on (B)(6) 2025, and the replacement was successful. They reported that the issue had been resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a symptom return about two weeks ago. The physician adjusted stimulation and the patient was not able to feel stimulation. The rep had turned up the amplitude during the appointment today and the patient was not feeling stimulation on any programs. The estimated longevity showed 0-15 months remaining. The impedance values were >4000ohms for all electrodes. The caller stated that the patient's weight is 100lbs. The patient's address in registration is correct. The issue was not resolved through troubleshooting. The caller speculated that the ins was at end of life. Tss reviewed information about impedances. The caller will follow-up with the managing md.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.